Event description:
It was reported that the pt has had constant pain with the implant on her left hand side. The pt is bilaterally implanted. The pain was independent of whether the device was switched on or not. The pt was explanted of the device.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-report.